Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call the insulin delivery was suspended due to sensor values. The customer¿s blood glucose was 71 mg/dl and the sensor glucose was 47 mg/dl. Customer other relevant blood glucose level was 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose and blood glucose difference 24. The sensor will not be returned for analysis.